Manufacturer narrative:
The customer's call included a second elevated patient result, this patient's sibling. This report documents one patient's result. Individual MDR is filed for each result. The report number associated to this event is referenced in the respective section of this 3500a for traceability.

Event description:
Customer reported seeing elevated blood lead test results. On (B)(6) 2026, a patient was tested four (4) times on their leadcare ii system (lc); 1) sample was collected from patient's right hand; lc test result was 24.3 ug/dl. 2) same specimen (same blood + treatment reagent mixture) from collection first was tested on a 2nd lc analyzer; lc result was 32.1g/dl. 3) a new blood sample was collected, this time, from the patient's left hand. Lc result was <3.3 g/dl. 4) this same sample (sample #3) was retested on the 2nd lc analyzer; result was 3.9 g/dl. The lc analyzers serial numbers used for testing were (B)(6) and (B)(6), however customer was unable to identify which sample was tested on which analyzer. Customer pointed out the patient was living in a home that is currently undergoing re-modeling. Patient was sent for confirmatory testing. The confirmatory test result was not available at the time of the call, ts asked customer to send the test results when available. Customer reported lc controls are run every morning, on each analyzer, and controls are always in range. Customer was unable to provide control results while on the phone with technical services (ts). Ts asked customers if they use microtainers to collect patient samples. Customer does not use microtainer tubes; they use the capillary tubes included in the leadcare ii kit. As part of troubleshooting ts asked customer to describe method for blood lead capillary collection. Customers bring individual capillary tubes on a plastic tray into collection room. Patient's hands are washed with soap and water and allowed to air-dry. The collection site is wiped with alcohol pads and then lancing the collection site. The first drop of blood is discarded by wiping. Customer reported filling capillary tube to black line with no air bubbles, removing excess with a clean gauze, then dispensing the contents in treatment reagent (tr) tube with plunger. Customer reported mixing tr tube by inverting 8-10x, then using dropper provided in kit to dispense sample onto "x" of sensor. Ts identified instruction not followed; operator is touching skin while wiping away the first drop of blood. Ts instructed the customer to keep test kit supplies in original containers until immediately before use and to follow cdc guidelines for capillary blood collection, as well as the blood lead test procedure as it is written in the package insert. Ts sent cdc capillary collection video, package insert, leadcare user's guide, and cdc finger stick poster.